Event description:
It was reported to boston scientific corporation that during the unpacking on (B)(6) 2013, the top packaging of the escape nitinol basket was opened. According to the complainant, the seal of the packaging was broken and its sterility was suspected to be compromised. There was no patient involvement nor a procedure performed.

Manufacturer narrative:
A visual assessment was performed on the returned escaped nitinol basket revealed that the pouch was opened on the chevron (top) end. There was an evidence of adhesion on the clear mylar side of the pouch; some of the tyvek remained attached at the seal. There were no breaks in the tyvek that remained attached to the mylar. There were wrinkles in the center of the chevron area; these wrinkles were consistent with a pouch that had been pulled open at the chevron. There was a small tear approximately at the top seal. All of the other seals were fully intact. No other defects were identified. A review of the device history record was performed and revealed no issues related to the complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during the unpacking on (B)(6) 2013, the top packaging of the escape nitinol basket was opened. According to the complainant, the seal of the packaging was broken and its sterility was suspected to be compromised. There was no patient involvement nor a procedure performed.